Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician provided follow-up information which revealed the presence of burn damage to c116 of the actuator test board. The biomed replaced the actuator test board to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that a burning smell emanated from the 2008k hemodialysis (hd) machine when it was initially powered on at the start of the day. The actuator test board was subsequently removed from the unit, which revealed the presence of burn damage on cell 116 (c116). No smoke was observed, and no sparks were visible when the event occurred. No patient was connected to the machine at the time of the incident. The biomedical technician indicated that the actuator test board was replaced to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. The actuator test board is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.